Event description:
This is a spontaneous case report received from a female consumer of unspecified age in (B)(6) on 05-may-2016 who purchased dr scholls freeze away wart remover (dimethyl ether, propane) and the can caught on fire and blew up in my face. No information given on consumer's history, past drugs and concurrent conditions. On an unspecified date the consumer purchased dr scholls freeze away wart remover (dimethyl ether, propane), lot number unknown, for unknown indication. On an unspecified date, she put the applicator on the can and the can caught on fire and blew up in my face. Her rug also caught on fire. The outcome of event was not reported. Reporter causality: the relationship between can caught on fire and blew up in my face and dr scholls freeze away wart remover was implied as related. No further follow-up was possible, therefore case closed. Follow up information was received on 20-may-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: investigation: the consumer did not provide the lot code information for the product. A batch record review was not possible. The nature of the complaint is that the consumer says "I put the applicator on the can and the can caught on fire and blew up in my face. My rug also caught on fire." The product, dr. Scholl's freeze away is sold as a kit that contains a canister of freeze away, one reusable activator, 7 disposable soft-tip applicators and directions for use. Qa notes that this product is sold as a kit that contains an instruction booklet for use. The applicator must be applied correctly to the activator in order for the product to dispense correctly. Per package instructions, the white applicator should be attached to the blue nozzle of the can and twisted clockwise to lock in place. The blue activator should be placed on a table with the pressurized can turned upside down. The applicator inserts into the activator and the 3 tabs on the pressurized can should be aligned with the three slots in the activator. Press down on the pressurized can for 2-3 seconds. The product should dispense with an audible hiss and the tip of the applicator turns cold. It is possible that the consumer did not follow the instructions provided in use of the product. Conclusion: the complaint could not be confirmed. The consumer did not report a lot code or return the product. No corrective action is warranted at this time based on the information provided and research conducted. Final risk classification: risk category iii. Based on the available information a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. Since no batch number was reported, a batch investigation with respect to similar ae/ptc cases cannot be evaluated. Product labeling includes warnings concerning flammability; it is unknown if product was exposed to any flammable substances. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who used dr scholls freeze away wart remover (dimethyl ether, propane) and stated can caught on fire and blew up in my face. The reported event is serious due to medical significance and is unlisted in reference safety information for dr scholls freeze away wart remover. Due to the implied temporal relationship and the lack of alternative explanation, this device associated circumstance - that might lead to or might have led to death or serious deterioration in health if they occurred again under less fortunate circumstances - is considered to be related to dr scholls freeze away wart remover. Ptc investigation concluded risk category iii, stating ,that based on the available information a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. Since no batch number was reported, a batch investigation with respect to similar ae/ptc cases cannot be evaluated. Product labeling includes warnings concerning flammability; it is unknown if product was exposed to any flammable substances.